Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.

Event description:
Pt was an (B)(6) female with left middle cerebral artery (mca) m1 occlusion. Physician made one pass with a merci retriever v 2.0 firm for the left mca m1 occlusion. Pt had thrombolysis in cerebral infarction (tici) score of 2b after treatment. Extravasation (subarachnoid hemorrhage-sah) at the proximal portion of left m1 was noticed post-operatively. Physician believes that perforators of left mca had been pulled and damaged. Tissue plasminogen activator (t-pa) was not administered during the case. Heparin was reversed using protamine to reduce blood pressure as medical intervention. Then merci balloon guide catheter (bgc), 8f x 95 cm was inflated to block antegrade blood flow around proximal left internal carotid artery. Vanishment of extravasation as confirmed at an angiography afterward. Physician believes that the extravasation (sah) had been due to tension of perforators of left mca when withdrawing the merci retriever from the vessel.